Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level went up to 598 mg/dl. The customer was nauseous, had a headache, and ketones. She treated her blood glucose level with the insulin pump and syringe. Her blood glucose level dropped to 45 mg/dl and she treated with orange pineapple juice. The insulin pump alarmed no delivery. The device was not returned.